Manufacturer narrative:
The customer¿s report of a damaged distal port was confirmed. Visual inspection of the set's distal smartsite port noted damage on the top of the piston. Inspection of the damage under magnification showed it was consistent with a needle stick. Functional and pressure testing confirmed leaks of fluid and air from the port. The root cause of the reported leak was identified as damage which was consistent with a needle stick.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "the port in the IV line closest to the patient on the primary IV tubing appears to be defective; allowing blood to back flow out of the tubing and pool onto the patient, linens and floor." There was no patient harm.